Event description:
Company clinical representative (cr) was present for an seeg. After placing all electrodes, surgeon got an intraoperative scan to check electrode placement. When loading in the postop scan from iq-view, the software restarted and went back to the rosa start page for no apparent reason. Cr was able to open the patient folder again and merge in the intraoperative scan without further problems. Delay to case 5 mins, no impact to patient, after first incision.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the software restarted during the loading of the intraoperative scan from the pacs with iq-view software due to a known software anomaly.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company clinical representative (cr) was present for an seeg. After placing all electrodes, surgeon got an intraoperative scan to check electrode placement. When loading in the postop scan from iq-view, the software restarted and went back to the rosa start page for no apparent reason. Cr was able to open the patient folder again and merge in the intraoperative scan without further problems. Delay to case 5 mins, no impact to patient, after first incision.